Event description:
It was reported wireless monitoring loss whole hospital followed by rebooting of the central station on (B)(6) 2025 around 0951 am. Access points (aps) went down several times since (B)(6) 2025. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and logged into the intellibridge enterprise (ibe) server via philips remote services (prs) to troubleshoot the unit. The rse suspected some sort of network coverage issues on the aps and recommended technical consultant (tc) be dispatched for root cause analysis (rca). A philips tc was dispatched onsite; however, the customer mentioned they would reach out to hospital's i.t. To make sure no scanning was being done at time of issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and logged into the intellibridge enterprise (ibe) server via philips remote services (prs) and troubleshooted the unit. The rse suspected some sort of network coverage issues on the aps and recommended technical consultant (tc) be dispatched for root cause analysis (rca). A philips tc was dispatched onsite; however, the customer mentioned they would reach out to (B)(6) to make sure no scanning was being done at time of issue. A good faith effort (gfe) response confirmed the root cause of the issue was the customer scanning at the time of the event. Once the customer stopped scanning the issue was resolved. The gfe response noted this was a hospital supplied network. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the customer scanning. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time. Additional information from a good faith effort response identified this is a hospital supplied network. As per the definition of non-reportable, the absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted.